Event description:
During a procedure, approximately 1/2" of a guidewire broke off in the patient. The broken piece migrated down the popliteal artery, where it remained. Surgical intervention was refused by the patient.